Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch. There were no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). Damage was observed on the edges of the pcba. A further extended investigation was conducted on. The customer reported that the sensor was shocked her. The sensor puck was received. A visual inspection was performed on the returned sensor by using a digital microscope on the returned puck. Minor damage was observed to the outer edge of the pcba. The puck was observed and the sensor was found to be in sensor state 6 (indicating early termination). The returned sensor battery voltage was measured which was within specification. An smu (source meter unit) test was performed using fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was moved into state 4(active paired). It was indicated that the puck was moved to a normal operation mode and was fully functional. The returned puck had an electrical current which was measured to be within specification which was indicating, no accuracy issues were present in the puck. A poise voltage test was performed and results were within specification. No issues with electrical signal lines integral to the glucose reading process of the returned puck was observed. Sensor thermistor testing was performed and the temperature difference between the puck temperature and room temperature was observed to be within specifications which was indicating that the puck's thermistor was fully functional. Both the poise voltage test and sensor thermistor testing were performed. A current consumption test was performed with a keithley source meter and a keysight power supply. The returned puck had an off-current measurement and an on-current measurements were within specification ranges. The results of the current consumption test showed that the returned sensor was not drawing excess current in an activated or inactivated state of returned sensor. The results of the smu, poise voltage, temperature, and current consumption test showed that the sensor functioned as intended. The returned sensor passed all testing although a minor damage was observed to the pcba, it was not enough to compromise functionality; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.